Manufacturer narrative:
Internal report reference number: (B)(4). Sections with additional information as of 19-feb-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was returned for evaluation; no defect was detected. Test strips were returned for evaluation; no defect was detected.

Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer initially called on 10/15/2019 stating multiple error messages had been obtained when using meter (exact error message was unknown). Wife is calling on behalf of the customer. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 66 mg/dl and 56 mg/dl using meter. Customer was concerned with the results obtained. Call was escalated to a technician. Customer was called back on 10/16/2019 and customer had reported complaint for low and high blood glucose test results. The customer is concerned with test results from results obtained of 197, 62 and 41 mg/dl non-fasting. The customer¿s expected non-fasting blood glucose test result range is 118 - 148 mg/dl; expected fasting blood glucose test result range is 99 - 111 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on 10/16/2019, a blood test had been performed by the customer on non-fasting and produced test result of 87 mg/dl using meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 09/26/2020 and open vial date is 10/16/2019. The meter memory was reviewed for previous test result history: (B)(6).